Manufacturer narrative:
Section d was updated.

Manufacturer narrative:
Updated information: d1 brand name changed to unk pump. D4 catalog number changed to unk pump. H6 med dev prob code a24 removed.

Manufacturer narrative:
Corrections: h6 type of investigation b13 removed h6 component code g04105 changed to g07003. The investigation for ventricular tachycardia and low pump flow has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the low pump flow was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced reduced motor current, low flow, and suction. A clot was suspected so the pump was explanted. During explantation the patient suffered from ventricular tachycardia requiring defibrillation.